Event description:
Vasoview hemopro2 endoscopic vessel harvesting system c-ring snapped lot: 3000412788 exp: 08/03/2026 ref: vh-4000 replaced with new kit. Defective kit sent to manufacture with note.